Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090024 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090024 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result. Invalid result. The user provided a picture of the test result with a distinguishable control (c) line, but the test (t) area is completely discolored in pink making it impossible to distinguish if a test (t) line has developed. The user confirmed that they'd disposed of the test kit packaging prior to contacting acon labs tech support, so they were unable to provide the lot# or exp date.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Invalid result. The user provided a picture of the test result with a distinguishable control (c) line, but the test (t) area is completely discolored in pink making it impossible to distinguish if a test (t) line has developed. The user confirmed that they'd disposed of the test kit packaging prior to contacting acon labs tech support, so they were unable to provide the lot# or exp date.